Event description:
A malfunction involving the t:slim x2 pump's battery not charging was reported. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate form of insulin therapy.